Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the inferior vena cava (ivc) filter was implanted due to multiple deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter as inserted in appropriate position just below the renal veins and deployed. On (B)(6) 2005 an abdominal computed tomography (CT) scan showed the ivc filter was in place. On (B)(6) 2018, another abdominal CT scan showed there was an ivc filter identified within the ivc with the metallic struts just distal to the confluence of the common iliac veins bilaterally. The very superior tip of the ivc filter was against the posterior wall of the ivc. A portion of the ivc filter head appears to have perforated the posterior wall of the ivc. The metallic struts all appeared to be intact. One of the struts appeared to have perforated the right lateral wall. It was perforated by a distance of approximately 2.2mm. The remaining struts did not qualify for definite ivc perforation as a flat place could not be determined. The superior tip of the ivc filter was located approximately 2.3cm inferior to the right renal vein and 4.2cm to the left renal vein. In conclusion, the superior tip of the ivc appears to have perforated the ivc posterior wall.